Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) had been completely dead for over a week, they had not been able to get it charged last night, and it no longer works. The external devices were not able to communicate and the poor communication screen was showing on the patient programmer. The patient had not charged it due to a medical issue where the patient was in the hospital. The patient was scheduled for a brain MRI scan. No further complications were reported.

Event description:
It was reported that pt's ins could be "dead" but wasn't sure. Caller inquired about MRI eligibility. Caller told by pt that pt hasn't charged their ins since it was implanted in 2017. Patient doesn't see implanting hcp anymore. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Based on the latest information, previously reported device code a0720 is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.